Event description:
Additional information reported the pump was explanted on the day of this report, due to refill volume discrepancies on the previous few refills. It was said the specific expected volumes were ¿more than expected.¿ the medication was drained from the pump and placed in the new pump. The catheter was drained and was then drained again from the new pump side port. The catheter was primed and daily delivery resumed. There was no revision of the catheter; however, the sutureless connector was replaced. The pump medications were dilaudid, clonidine, bupivicaine, and fentanyl. It was said the patient was alive and without injury.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4).

Event description:
Additional information received reported the patient had to get a new pump last year because the pump malfunctioned and stopped dispensing medication. The pump started malfunctioning in (B)(6) 2013 and it was replaced in (B)(6) 2013. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8709, lot# j0056632r, implanted: (B)(6) 2000, product type catheter; product ID 8832, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a volume discrepancy occurred twice. The expected residual volumes were approximately two milliliters while they actually got one to three milliliters more. The patient reportedly experienced withdrawal-like symptoms however the specifics were not known. The reporter was unsure if any troubleshooting had been done. It was reported the health care provider ¿would like to hear about pumps from 2-3 years ago. Feels may be issues¿. The medication being delivered via the device system was unknown to the reporter. Additional information has been requested, but was not available as of the date of this report.